Event description:
It was reported that the patient presented to the hospital and the right atrial lead exhibited failure to sense. The right atrial lead was explanted and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
Further information was requested but not received.